Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower keyboard and bio ID was not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, keyboard and bio ID was not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard and biometric identifier was failed. A field service engineer discovered that the integrated main keyboard was completely non-functional, and the fingerprint reader was also inoperative. A field service engineer managed to access the electronics compartment and reset the connections, which enabled the keyboard and fingerprint reader to function correctly. After performing troubleshooting techniques and utilizing the hardware testing application, the integrated system is now fully operational and has passed all tests without any malfunctions or delays. The customer successfully accessed the station within the user application without any account failures. Fse then replaced the docking board due to consistent issues the customer experienced with the keyboard and fingerprint scanner. A field service engineer successfully replaced the docking board and reconnected all components as a precautionary measure. The field service engineer conducted tests using the hardware testing application, passing all tests and confirming that all connected devices were operational. The customer was able to test the keyboard and fingerprint scanner within the user application. The system functioned as intended after the field service engineer repaired the device.